Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose value. Customer's blood glucose over 400 mg/dl at the time of incident. Customer stated that he insulin pump had a no delivery alarm and insulin did exit during prime. The customer declined troubleshooting for high blood glucose due to issue was being resolved with each infusion set change. The insulin pump will not be returned for analysis.